Manufacturer narrative:
(B)(4). Date sent to FDA: (B)(6) 2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The device was returned with the cannula cap detached from the cannula tabs and missing. The instrument was functionally tested and it worked as intended. After testing, the device was disassembled and no damages were found on the internal components; indication of excessive forces could have being noted on the cap that was not returned for analysis.

Event description:
It was reported that a patient underwent an unknown procedure and absorbable straps were used. It was found that the cannula cap was not attached to the device and missing. There were no adverse patient consequences reported.